Event description:
The daughter of a female pt contacted lifecor customer support to report that the system woke the pt up twice last night with a single "going" alarm. The pt stated that when she looked at the screen the monitor showed that it was "recording". Support had the pt download, and the download revealed many manual recordings. The pt's daughter stated that the pt initiated none of these. Further review of the download revealed several "button stuck/ button unstuck" flags. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 05001687 has been completed. The reported problem was not confirmed. The monitors response buttons worked correctly in service. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The pt received a replacement monitor.